Manufacturer narrative:
(B)(4). The investigation team noted that the complaint results were generated on (B)(6) 2009, however reagent kit 75365jn00 expired on 08 november 2009. A review of the manufacturing and testing documentation was performed. This review demonstrated that all control and panel values were within specification. Additionally, the statistical process control analysis of the final release test data for reagent lot 75365jn00 indicated that the lot was performing within upper and lower specification limits and established control limits. Furthermore, prior to expiration of the reagent kit in question a testing protocol was executed to examine the performance of the implicated axsym total b-hcg reagent that was in use in the customer facility at the time of the complaint. Results obtained demonstrated that axsym total b-hcg reagent kit list number 7k58-21, lot number 75365jn00 was performing acceptably and per labeling claims. Expired reagent packs are referenced in the axsym system operations manual, section 5, operating instructions: "note: it is not recommended that reagent packs be used beyond their expiration date or beyond their onboard stability time." Based on the investigation and review of the information available, the investigation team were unable to confirm the customer observation and conclude that the axsym total b-hcg reagent lot in question was capable of meeting its safety, effectiveness and label claims. No product deficiency was identified.

Manufacturer narrative:
(B) (4) - evaluation - investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product, axsym total bhcg, list 7k58, that has a similar us product distributed in the us, axsym total bhcg, list 7a59. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The account generated a false positive axsym total bhcg result on a patient specimen. Initially, the specimen generated an axsym total bhcg = 57,803 miu/ml which was reported outside of the laboratory and questioned by the physician. The specimen was repeated with an axsym total bhcg = 496 miu/ml. The same was processed again with a negative bhcg result, which was consistent with the physician's expectations. The false positive axsym total bhcg result was reported outside of the laboratory. No impact to patient management was reported.